Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that when she went to remove the product, she discovered that the top of the tampon was coming apart. No injury was reported.